Event description:
It was reported that this patient was admitted to (B)(6) hospital after multiple dizzy spells and collapses. The patient was seen the previous week in device clinic where the patient reported having felt a slow pulse of 30 beats per minute (8pm). No explanation at the time could be found, and the output of their boston scientific pacemaker was programmed to trend 2.5v rather than leaving it on auto. While hospitalized, device data was sent to technical services (ts) for review. Ts confirmed there seemed to be pacing spikes that were not followed by a contraction in the right ventricular (rv) which is most likely lead to the dizzy spells. The potential reason for the reported gaps in pacing includes noise oversensing, atrial rhythm oversensing, electromagnetic interference (emi), or pacing delivered at an output below the pacing threshold. As there is a high possibility of a rv lead integrity issue, thorough rv lead troubleshooting and possible lead replacement were recommended. Of note, this rv lead is a non-boston scientific product. A ts consultant also noted that looking at all device diagnostics the pacemaker itself seemed to be working normally. The patient was later transferred to (B)(6) hospital where physiologists attempted to recreate any noise/inhibition with aggressive maneuvers. All testing was uneventful. X-ray imaging of the rv lead was unremarkable. From 14 nov. Until 24 nov., there was an increase in high-rate sensing noted in the rate bins. This, along with a signal artifact monitor (sam) episode and a lack of pacing when expected, even at a further increased output 6.0vat 1.0ms resulting in a period of asystole (whilst the patient was still in (B)(6) hospital), led the health care professional (hcp) to believe it was an intermittent noise issue with the lead. In light of the pacing inhibition and also increased high-rate sensing counters over the last two weeks the health care professional (hcp) elected to replace the rv lead. The abandoned lead remains in situ as the risk/benefit ratio of removal was weighed. The hcp also elected to replace the pacemaker and requested laboratory analysis to confirm normal function. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).